Event description:
It was reported that the ilet generated repeated ¿restart ilet (60)¿ alerts after reboot and even after a factory reset, consistent with a bluetooth communications malfunction and a failure to read the input signal traced to the circuit board; the user restarted therapy, and blood glucose remained stable. No adverse clinical symptoms, or conditions reported. Outcomes included no health consequences or impact. The device was returned for evaluation. Investigation of this case revealed signal loss and a failure to read the input signal associated with the circuit board. The device was charged and powered on. Upon checking the "about ilet" menu, it was found that the ble bootloader was missing the correct address. The device was then opened, and the hoverboard was removed. High-temperature heat was applied to the u4 chip using hot air station e0472-001, which did not require calibration. After reinstalling the hoverboard and restarting the device, the issue persisted. A functioning hoverboard was then installed, which resolved the missing address issue and cleared alert 60. Consequently, the hoverboard will be replaced as it is the only component affecting the device's performance. The complaint has been confirmed. The issue has been identified as a faulty u4 chip on the hoverboard. The refurbishment department will replace the hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.